Manufacturer narrative:
Complaint confirmed. One unpackaged ar-8990st fibertak was received for investigation. Visual inspection identified that the distal tip of the inserter shaft had broken. No fragments were returned for evaluation. The width and thickness of the inserter shaft, proximal to the breakage site, was assessed using digital micrometer ID: 224. The component was found to meet design specifications. It was observed that the inserter shaft was also bent, and as such, a probable cause for the reported event is attributed to user-applied mechanical forces via prying/leveraging the fibertak during use.

Event description:
On (B)(6) 2021, it was reported by a facility representative via email that an ar-8990st fibertak suture anchor inserted broke. This was discovered during a procedure on (B)(6) 2021. When surgeon inserted the fibertak device, one distal prong of the inserter tip broke off into the bone. Surgeon decided not to removed the tip from the patient as it could cause more harm removing it than leaving it in the bone. After receiving additional information on 12/13/2021, facility representative has confirm that although the inserter tip broke, surgeon was able to implant the fibertak anchor successfully. How case was completed is unknown.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.